Event description:
It was reported that both the atrial and right ventricular (rv) leads exhibited oversensing that appeared to be noise. It was suspected that this was the beginning of lead issues, specifically the two leads rubbing together yielding insulation degradation. The patient was seen in clinic and the oversensing was able to be recreated by arm movements. The atrial sensitivity was adjusted but it did not eliminate the oversensing. The leads will be monitored closely and will currently be manages by making adjustments to sensitivity programming. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was capped and replaced with the patient was upgraded to a crt-d system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.